Event description:
Customer reported that paramedics were called to treat her when she was at a restaurant. The blood glucose reading was 88 mg/dl. She stated that the insulin pump was not suspended and that she ate cake and drank juice and got emotional. She had low blood glucose for half an hour. Customer stated that she felt drunk and then the blood glucose went high. She stated that the drive support cap appeared normal and recessed. The reservoir had shown the same amount that was on the display screen. The insulin pump had not been exposed to a strong magnetic field or MRI and passed the displacement test. She also reported that the sensors gave inaccurate readings and that some had been bent. When the blood glucose reading was 38 mg/dl the sensor reading was 280 mg/dl. When the blood glucose reading was at 147 mg/dl, the sensor reading was 70 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 7 opened and 7 used enlite sensors showed that they functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, also found all 7 enlite sensors had bent cannulas, we are unable to confirm if the customer received the sensors in said condition due to returned opened and used.